Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the pico was implemented on feb 18th. The machine was faulty from the start. It made hard noise and all the alarms went on. Back up was available, no patient harm reported.